Manufacturer narrative:
T:slim g6 user guide states: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was crystallizing when the customer attempted to use apidra insulin with the pump. There was no reported adverse impact to the customer related to the reported issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.